Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage observed with the sensor patch and no issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment issue with an adc device due to changing clothes. The customer was contacted and stated they experienced hypoglycemia and was unable to self-treat. Customer required third-party intervention by a family member, a neighbor, a friend who provided fruit juice, sugar or food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. N/a was populated in g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment issue with an adc device due to changing clothes. The customer was contacted and stated they experienced hypoglycemia and was unable to self-treat. Customer required third-party intervention by a family member, a neighbor, a friend who provided fruit juice, sugar or food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.